Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported the patient had medication that was not preservative free; it was mixed with dextrose. It was said, once the pharmacy informed the health care provider of the issue, the patient was called to come to the office to get new, preservative free medication. The patient was to come to an hcp appointment, two days after this report date, for a reservoir rinse and refill. The issue was said to be resolved. The pump was used to deliver dilaudid and bupivicaine.